Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received multiple pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that they got stuck button, then now it prompted him to change battery. Then got an error and prompted to rewind, they tried to rewind again then he got the a broken force sensor was detected during seating alarm. Customer stated insulin pump was not exposed to a high magnetic field. The device will be returned for analysis.

Manufacturer narrative:
Device received no button response due to moisture damage at electronic assembly noted. Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.